Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s mother reported that she observed a lifted bump at the insertion site post-sensor removal. On (B)(6) 2019 the patient was taken to the hospital due to the insertion site being infected. It was determined that cellulitis was the cause of the swelling and pain at the insertion site. The patient was prescribed bactrim to treat the infection. At the time of contact, it was indicated that the patient was doing okay. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.